Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-16. H6: investigation summary: bd received 5 samples for investigation. The samples were evaluated and the indicated failure mode for gel globules with the incident lot was not observed as all product specifications were met. 4 returned tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300 g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules; none were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil gel globules. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "gel globules appear in the gel tubes after centrifugation of the sample."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil gel globules. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "gel globules appear in the gel tubes after centrifugation of the sample."